Event description:
A motor stall occurred at 10:26 with no recovery; the patient stated they were at home for easter when the stall occurred. A pump refill was done the next day, but there were no event logs for that date. The patient experienced withdrawal. The pump was scheduled to be replaced. The device system was used to deliver fentanyl and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.